Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the ventilator's blender was having problems but no other information was provided regarding the nature of the problem. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to the regulator/relay being out of specification as a result of the end user not properly maintaining the device.